Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer identified a nav-ring problem along with a touch screen issue. The field service engineer confirmed the nav-ring ; however, he could not replicate the issue with the touch screen. The fse replaced the front bezel to fix the nav-ring issue and returned the touch screen to philips. The unit has returned to service mode. The unit was not in use, and there was no patient or user harm.

Manufacturer narrative:
G4: 19may2020. B4: 21may2020. Information was received from the field service engineer (fse) that confirms the touchscreen was functioning. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.